Manufacturer narrative:
This report is submitted on april 10, 2018, (B)(4).

Event description:
It was reported that the patient experienced a loss of osseointegration resulting in fixture loss on (B)(6) 2018. Reimplantation is scheduled; however, it is unknown if this has occurred as of the date of this report.